Event description:
Related MFR report: 3006705815-2020-00237. It was reported the patient experienced a fall and the patient's scs leads migrated. Migration was confirmed via x-ray. A company representative attempted reprogramming of the patient's scs system but was unable due to high impedance. Surgical intervention was taken and one lead was replaced and the other repositioned. Stimulation therapy was restored postoperative.